Manufacturer narrative:
(B)(4).

Event description:
It was reported that " epidural catheter inserted without difficulty in the epidural space. When tunnelling through the tuohy, the anesthetist realized that the catheter was broken. With difficulty, the doctor managed to recover the catheter from the patient." Clinical consequence: "this incident required a very uncomfortable repositioning of the catheter for the patient, despite the local anesthetic. With difficulty, the doctor managed to retrieve the catheter from the patient. Another was inserted. Additional information: "the catheter separated into 2 pieces of plastic, but the reinforced part remained intact and stretched. The anesthetist was able to bring the severed plastic part of the catheter flush with the skin and remove it with his fingers. The patients current condition is reported as being in continuous care for postoperative monitoring, admitted unsedated with a normal neurological examination. He is normocardic and normotensive on room air without noradrenergic support with no reported harm from the incident."

Event description:
It was reported that " epidural catheter inserted without difficulty in the epidural space. When tunnelling through the tuohy, the anesthetist realized that the catheter was broken. With difficulty, the doctor managed to recover the catheter from the patient." Clinical consequence: "this incident required a very uncomfortable repositioning of the catheter for the patient, despite the local anesthetic. With difficulty, the doctor managed to retrieve the catheter from the patient. Another was inserted. Additional information: "the catheter separated into 2 pieces of plastic, but the reinforced part remained intact and stretched. The anesthetist was able to bring the severed plastic part of the catheter flush with the skin and remove it with his fingers. The patients current condition is reported as being in continuous care for postoperative monitoring, admitted unsedated with a normal neurological examination. He is normocardic and normotensive on room air without noradrenergic support with no reported harm from the incident.".

Manufacturer narrative:
(B)(4). The reported complaint of the catheter breaking during use was confirmed based upon the investigation of the sample received. The customer returned one epidural catheter and lidstock. The returned epidural catheter's extrusion appeared to be separated and slightly stretched at the point of separation; however, the coil wire was still intact but stretched. A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this product warns the user to never withdraw the catheter back against the needle bevel and not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received, unintentional user error caused or contributed to this event.